Event description:
It was reported that after opening the package bd preset¿ arterial blood collection syringe, it was discovered that the syringe had a foreign matter similar to hair inside. This event occurred 1 time and no report of adverse or injury.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. The customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10